Manufacturer narrative:
Patient summary from the literature article: female - (B)(6) years (right-sided hemiparesis); female - (B)(6) (seizures). While some of these adverse events can be traced back to specific cases, there were no malfunctions that could have lead to an adverse event nor were any other adverse events reported.

Event description:
It was reported that following an ablation procedure, multiple patients experienced hemiparesis, and seizures. One (1) patient was prescribed mannitol, and one (1) was prescribed anti-epileptics. If additional information is received, a follow up report will be submitted.